Manufacturer narrative:
Never received the unit back despite providing the customer with a pre-paid return service label.

Event description:
Caller stated that the switch sparked during the night while she was laying on it in bed despite the warning not to.